Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited diaphragmatic oversensing and right ventricular (rv) pacing inhibition while employing automatic gain control (agc). Technical services (ts) was contacted, and ts discussed programming options. The ICD system remains in service. No adverse patient effects were reported.